Manufacturer narrative:
The issue reported by the customer was confirmed in the lab at syncardia. Testing showed that the css console batteries were unable to power the css console for more than five minutes when under heavy load (vacuum pump running at 25mmhg). The css console charged the batteries to the proper voltage (27.40vdc) and the backup power supply inverted the battery voltage correctly (providing 120vac). The batteries were not performing to specification. Bench testing of the two css console batteries revealed that battery #2 was able to provide a constant voltage and current while under a constant load, but battery #1 was unable to maintain a voltage greater than 12v when under load. It is likely that one of the six cells is faulty. The css console batteries were replaced, and the css console passed the console test validation protocol. Battery #1 has been returned to the manufacturer for further evaluation and analysis. The results of the evaluation will be provided in a supplemental MDR.

Event description:
Customer reported that css console #1 exhibited a low battery condition indicator light and alarm after less than 30 minutes of support time while the patient was walking. The patient returned to his room and the css console battery was charged to full capacity. The patient was switched to a backup css console the next day. There was no patient impact. This alleged failure mode poses a low risk to the patient because, it did not negate the ability of the css console to perform its life-sustaining functions, and batteries are a redundant system on the css console. Css console #1 was returned to syncardia for evaluation.